Event description:
It was reported that during an unspecified endoscopic procedure a balloon rupture occurred. An extractor rx 15 - 18 mm retrieval balloon had been advanced to the bile duct. Three cc of air was infused into the device with an accessory syringe and the balloon ruptured. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".